Event description:
It was reported that during an unk procedure, the device did not perform as expected: some clips/staples fell but not into the pt. The device fired but the clips formed bent, not closing totally. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the customer had low blood glucose and paramedics were called several times. The customer was hospitalized for a low blood glucose of 30mg/dl. The customer was treated with dextrose and her glucose increased to 156mg/dl. Troubleshooting was performed. Programming, bolus history, basals and daily totals were ok. However, the amount of insulin in the reservoir did not match to the amount of insulin on the screen. No further information was provided.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the device found that it was received with in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, a scissor clip class iii, the remaining clips were conforming according to our manufacturing specifications. It could not be determined what may have caused the found scissor clip. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.